Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien that the unit has missing segments on both the heart rate and spo2 portions of the display. The issue was found during setup, there was no patient involvement.